Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1 date of submission 04/17/2015 product analysis: the device was returned and evaluated by product analysis on 04/07/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box showed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the internal components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On 02/03/2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.